Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Refrence number (B)(4) event occured in united states. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2026. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. No further information is available.